Manufacturer narrative:
Section a patient information updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass using the fusion oxygenator, straw-coloured fluid was observed dripping from the exhaust manifold, with no obvious blood in the fluid. The oxygenator was noted to be dripping/leaking at the bottom during the first two hours of cardiopulmonary bypass and this continued throughout the case, though it did not appear to affect functionality. The oxygenator had been freshly built and primed in theatre immediately before the procedure and had not been left primed for an extended period. Activated clotting time monitoring was performed using non medtronic cartridge system, with a post-anticoagulant activated clotting time of 544 and a lowest activated clotting time on bypass of 431, which was stated to be within hospital protocol. The procedure was completed using the product, and the patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.